Event description:
It was reported that the battery of this implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device was replaced. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.